Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed a hematoma following an implant procedure. A pressure dressing was used as treatment and the patient was discharged. The pacemaker remains in service. No additional adverse patient effects were reported.